Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due placement difficulty resulting in bent helix and poor testing numbers. A new ra lead of the same model was placed. This lead was returned. No adverse patient effects were reported.